Event description:
This event is deemed reportable based on the fact that the info provided in a lawsuit, while unsubstantiated, reasonably suggests that a reportable event may have occurred during use of an unidentified safeskin product. Plaintiff's claim alleges the following: pain, irritation, allergic rhinitis, allergic conjuctivitis, urticaria & angioedema, contact dermatitis, allergic latex sensitivity, emotional distress, shock & fright. At this time, an investigation of the specific complaint will not be conducted as a lot number, product code and samples were not provided. It is unknown if safeskin corp is responsible for this event, as safeskin is one of several manufacturers named in the lawsuit. Neither a specific co nor product is specified. However an investigation will be initiated if info becomes available which would aid such investigation (e.g. Product code, lot number).